Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt had fallen and drove his hip stem down the femur resulting in a fracture. Hip stem was revised along with the insert for the acetabulum. They were replaced with a restoration modular hip stem with a biolox head and an x3 acetabular insert."